Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to a motor vehicle accident. The clinician contacted boston scientific technical services (ts) and stated that per an x-ray, it appeared the right atrial (ra) lead had dislodged. The field representative is attempting to obtain additional information from the hospital. No adverse patient effects due to the dislodgement were reported.